Manufacturer narrative:
No product will be returned per customer. The customer complaint of luer connector on tubing set broke could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified.

Event description:
It was reported that after the tubing set was primed with total parenteral nutrition, the luer connector broke when the rn attempted to attach a filter. Although requested, no additional information was provided.